Event description:
It was reported that while using the bd q-syte extension set leaked. The following information was provided by the initial reporter: blood leakage from hub. Seems broken when check with eyes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default initial reporter name and address; initial reporter phone #: b)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the sample. The sample underwent our internal leakage testing and leakage was observed. Further examination of the sample also showed a crack on the sample. Bd was unable to reproduce the defect in our manufacturing process so no manufacturing related root cause could be identified. The major contributor to leakage is the occurrence of cracks in the product. The appearance of cracks is typical for when the product has been used together with a lubrication solution or infusion with high ph-value. These solutions can release internal stresses in the product, resulting in cracks if excessive force is used when connecting and using the product for more than 24 hours. The device history records (DHR) review was performed for the lot number material identified in this complaint. H3 other text : see h10.

Event description:
It was reported that while using the bd q-syte extension set leaked. The following information was provided by the initial reporter: blood leakage from hub. Seems broken when check with eyes.